Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had pain at the neurostimulator site due to its superficial location. Impedance measurements were in normal range. The device was replaced and was re-seated into a deeper pocket. The pt recovered without sequelae.